Event description:
It was reported that the patient presented for a crt-p upgrade procedure. During the procedure, after the left ventricular (lv) lead had been placed, the suture sleeve broke while securing the lead. The suture also penetrated through the lead insulation. As a result, the lv lead was removed and replaced during the same procedure. The patient remained stable throughout.

Manufacturer narrative:
The reported event of insulation damage and break was confirmed. As received, a complete lead was returned in one piece for analysis. Visual inspection found that the suture sleeve was severed into two pieces and the lead insulation was compressed at the mid-region consistent with procedural damage. The cause of the reported event was due to overtightened suture tie.